Event description:
On (B)(6) 2010, the pt reported she believes the infusion device is delivering too much insulin and she experienced low blood glucose over the past 2-3 days as a result. Her blood glucose today at 12:00pm was 59 mg/dl, 62 mg/dl at 3:00pm, 58 mg/dl at 6:00pm., and 78 mg/dl at 8:00pm. She treats low blood glucose by eating "sweet stuff" her target blood glucose level is 110 mg/dl. She was advised by her physician to reduce her hourly basal rates and she continues to experience low blood glucose. Troubleshooting did not reveal any product issues. She was advised to switch to her back up infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.